Event description:
The lay user/pt contacted lifescan alleging that the meter does not transfer info to the pump which was unresolved with troubleshooting. There were no allegations of harm or injury. The pt allegedly also had a power issue documented in another product issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.